Manufacturer narrative:
(B)(4). The device was not returned for analysis; therefore, no evaluation could be performed. However, it was reported that the patient did not connect the line to the bag properly. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. The guide also provides step-by-step instructions for connecting the solution bags. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that there was a leak at the connection site of the heater line to the heater bad. This was found during peritoneal dialysis (pd) therapy on the homechoice (hc) device, while the patient was connected in dwell 2 of 4. The patient stated that they believed they did not connect the line properly. The patient disconnected from the setup and the technical service representative (tsr) assisted them with ending the therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.